Event description:
ER physician inserted the gastric lavage tube and felt some resistence during insertion. Pt was lavaged with gastric contents return. Pt was then charocoaled through the tube. When physician went to remove the tube, he was unable to do so. X-ray was taken and showed that the tube was bent and folded onto itself in two places. Surgeon took the pt to surgery and under general anesthesia inserted a rigid esophagoscope and straightened the gastric tube around the scope in order to remove the tube. Pt. Was discharged on 5/6/97.